Event description:
During product evaluation failure code 812:02 was found. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18 2007. Evaluation summary: the reported condition of failure code 812:02 was confirmed. Inspection of the device found that the cause of the failure code was due to a defective pump-head module shuttle motor. The pump-head module was replaced. The device was returned to the customer fully operational.